Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for under delivery due to high blood glucose levels. The customer also reported that they experienced high blood glucose levels and treated with shots. The customer declined to test the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned and the reservoir will not be returned for analysis.